Event description:
Customer reported via phone call to have high blood glucose of 300 mg/dl, which was treated with manual injections. Customer's blood glucose at the time of call was over 460 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that there were air bubbles in reservoir and cannula. Customer did not have tubing clamp in order to perform high pressure. Customer was advised to call back when in receipt of tubing clamp in order to continue troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.